Event description:
It was reported the manufacturing representative was meeting with the patient and their healthcare professional (hcp) to rule out that the patient¿s implantable neurostimulator (ins) was interfering with their implantable cardioverter defibrillator (ICD). It was noted the ICD was manufactured by a different manufacturer. The reporter stated that when the ICD was checked via remote, wireless monitoring it was showing an error that it had zero impedance reading. The reporter further stated that when they brought the patient in it showed impedance readings was normal. It was noted the patient had no therapy complaints. Additional information received reported the manufacturing representative met with the patient, hcp, and a representative from the manufacturer of the ICD. The reporter stated that tests were run on the ICD with the patient¿s ins on and off. The reporter further stated that one of the leads from the ICD showed that it could tell that there was something being detected, which the representative thought was the patient¿s ins because they saw that only when the ins was on. It was noted the representative stated that the particular lead would not sense electrical stimulation and would not allow any therapeutic changes to the ICD and would not make the ICD fire. It was further noted that no changes were made to the patient¿s ins.

Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0527521v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.